Manufacturer narrative:
(B)(4). This is a combined initial and final report. Report source, foreign - event occurred in (B)(6). Occupation: post market surveillance senior specialist. Response received stating no further information is available for siris outlier cases. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 similar complaints reported with these items but as reason for revision is unknown nothing can be concluded. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management file documents the estimated residual risk associated with the reported event. The root cause nor the reason for the revision could be determined with the information currently provided, therefore, no assessment of a specific hazard or harm in relation to the reported event could be carried out. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent a primary procedure. Subsequently, the patient underwent a revision procedure due to unknown reason where stem and cup were removed.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. Additional information (associated product): d11: device name: gts standard fmrl stem size 0, model: ps129g00, lot: 1069765 no further information is available for siris outlier cases.

Event description:
It was reported that a patient underwent a primary procedure. Subsequently, the patient underwent a revision procedure due to unknown reason where stem and cup were removed.